Manufacturer narrative:
An ocd field engineer arrived at the site and determined that the probe was bent. The fe replaced the probe, wash station and verified all alignments to return the instrument to expected operation. Qc was acceptable. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).

Event description:
The customer reported that the probe of the ortho provue analyzer possible dripped into the reagent vials on board, the instrument and the dilution cup overflowed. The customer was unable to determine whether any error messages were posted at the time of the incident. All testing was aborted and the instrument was taken out of use. No erroneous results were reported.